Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Two (2) g7 hi-wall arcomxl lnr 36mm f with part # 010000819 from lot 3955788 were returned and evaluated against the complaint. Visual inspection found damage common to both liners. The barbs are scraped such that a poly strand protrudes from the liner. The side walls are gouged. The scallops of the elevated portion of the liners are deformed from making contact with the shell at the time of impaction. One liner shows an indentation on the outer radius likely caused by making contact with a screw that was not seated properly in the shell. The outer radius of the other liner was free of any damage. Dimension analysis was not possible because of the impact on the liners. The likely condition of the product is conforming when it left zimmer biomet. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05840.

Event description:
It was reported that the surgeon could not successfully impact poly insert. The surgical technique was followed. No adverse events have been reported as a result of the malfunction.